Event description:
Reporter stated that she had essure implanted in (B)(6) 2013. A week after the surgery, she had experienced abdominal pain on her lower belly, severe headache, hair loss, painful sexual intercourse, rash behind her thigh, blisters on her bottom, and bladder incontinence. When she was having these symptoms, she went to the emergency room and was given antibiotic cream for the blisters and also pain medications. She said after using the cream the blisters went away temporarily and came back again. This time she went to her physician and was given antibiotics cream. The reporter asked her physician to remove the implant. However, her physician told her that the surgery is life threatening.